Manufacturer narrative:
Unique identifier: (B)(4). Ge healthcare review of the log confirmed error. The customer declined ge service. No repair information available.

Event description:
The hospital reported a drive gas error preventing mechanical ventilation. The unit was replaced and case resume. There was no report of patient injury.